Event description:
It was reported that the tps micro driver sticks in the on position while in reverse mode. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device is available for eval but has not been received at the MFR, a follow-up report will be filed when the device is received and after a quality investigation has been completed.